Manufacturer narrative:
Concomitant medical products: product ID: 748295, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v001242, implanted: (B)(6) 2006, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v000654, implanted: (B)(6) 2006, product type: lead. (B)(4)

Event description:
A consumer reported that an elective replacement indicator (eri) error code was displayed. The reporter was surprised the implantable neurostimulator (ins) needed to be replaced since it had only been 1.5 years. The patient had suddenly broken out in a sweat yesterday. When the ins was checked, the eri message was seen. The patient's indication for use is dystonia and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.